Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The lesion was located in the right coronary artery. Upon inserting the 3.00mm x 20mm emerge balloon catheter, the shaft broke in half. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: there was a complete separation of the hypotube 51cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The lesion was located in the right coronary artery. Upon inserting the 3.00mm x 20mm emerge balloon catheter, the shaft broke in half. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).